Event description:
At a first pump refill attempt they were expecting 2.8 ml back, however they were unable to aspirate anything back from the patient's pump. A second attempt to aspirate the pump was done, and this time they pulled back approximately 4 mls; and of which "may have been the original residual volume." The pump was then refilled, but they believed the pocket was filled inadvertently at that time. It was noted that they may have had injected 20 ml into the patient's pocket. The patient experienced lightheadedness and drowsiness right after the pump refill. It was noted that paramedics were called right away, and the patient was taken to an emergency room. The patient's status was indicated as being unknown. It was later reported that the hcp (health care professional) believed the pump reservoir had been accessed when it had not. The hcp then proceeded to inject the syringe of medication into the pump pocket (subcutaneous tissue) and not the pump itself. The hcp then aspirated the pump and "got back a similar amount of medication to what the expected volume should be, which confirmed that the pump had not been filled." The patient was brought to the hospital and was given narcan and "supportive care." As of the date of the report, the patient was recovering without any long term side effects.

Manufacturer narrative:
(B)(4).